Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 300 mg/dl on past occurrences of the issue. Bg level at time of report was not provided. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.